Event description:
During the procedure, the catheter was inserted through an introducer and then noted the catheter was broken at the distal end. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The reported fracture in the catheter shaft was confirmed. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.